Event description:
It was reported that while interrogating a device, the programmer made a "pop" sound and shut off. The programmer would not turn back on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).